Event description:
It was reported that pump experienced malfunction with code displayed and no notable events occurred beforehand. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and malfunction code did reoccur. The customer reverted to an alternate method of insulin therapy.